Event description:
Additional information received reported that the device sensitivity was adjusted which resolved the oversensing with the non boston scientific lead. There had been no further issues. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced syncopal episodes. Myopotential right atrial (ra) noise was able to be reproduced with patient isometrics. The ra lead was non boston scientific. It was noted that the patient had become dependent on atrial therapy after closure of a patent foramen ovale (pfo). Programming and troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker experienced syncopal episodes. Myopotential right atrial (ra) noise was able to be reproduced with patient isometrics. The ra lead was non boston scientific. It was noted that the patient had become dependent on atrial therapy after closure of a patent foramen ovale (pfo). Programming and troubleshooting options were discussed. No additional adverse patient effects were reported. The device remains in service. Additional information received reported that the device sensitivity was adjusted which resolved the oversensing with the non boston scientific lead. There had been no further issues. No additional adverse patient effects were reported. The device remains in service. This device was subsequently explanted due to normal battery depletion and returned for analysis.